Event description:
It was reported that the patient had a pocket infection with possible vegetation on the leads. The implantable pulse generator (ipg) system was removed and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) 2012 (B)(6). (B)(4).